Event description:
It was reported that the device was used during a robotic laparoscopic gastric bypass. The device misfired on the proximal end, partial fired. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an (B)(4) cartridge reload fully fired loaded on the device. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the reload was received fully fired. Device was found to have been missing knife feature. It is unknown how this could have contributed to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.